Manufacturer narrative:
The hill-rom technician found the nurse call board needed to be replaced. Per the hill-rom service manual, test all sidecom® communication system features (radio, tv, light, entertainment, and nurse call functions) for proper operation. Inspect the communication cable for cuts, nicks, or breaks. Inspect the male pins and female receptacle in the connecting plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the nurse call board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call was not sending out a signal. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).